Manufacturer narrative:
Device received with damaged pixels on the upper left hand side of the lcd due to a cracked lcd screen. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to cracked lcd screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was 6.8 mmol/l. The customer was assisted with troubleshooting. Customer had an alert stating that a button pressed for more than 3 minutes. Customer confirmed that the insulin pump was not bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.